Event description:
The pt became acutely unstable. Her lvad alarmed, staff were nearby (as required by policy) and immediately responded. The pt's left ventricular drainage cannula (the inflow cannula to the centrimag) had become separated from itself with resulting acute external blood loss. The pumps were immediately clamped and CPR was initiated. The cardiac surgeon and perfusionist, along with the intensive care unit all responded appropriately. Flow was restored by the cardiac surgeon and the perfusionists to both vads after massive fluid and blood transfusions were required to reprime the circuit. The pt developed extensive pulmonary edema during attempts at resuscitation and could not be oxygenated or ventilated effectively. She remained hypoxemic and acidotic despite maximum efforts. The pt expired approximately 95 minutes after the initial alarm. The area where the cannula separated was not at one of the connection points and the initial impression is that this may have resulted from a defect inherent to the cannula. This was not a situation of a loose cannula or connection site. The cannula appears to have cracked/separated at a location completely unexpected from where one would consider a disconnection.what was the original intended procedure?post-CABG life support.device #1is this a laboratory device or laboratory test?no.